Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on 9/24/2015 and the information included in this report was collected from a retrospective review of patients. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with striae in left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Patient had a flap refloat and symptoms resolved by (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.25 x -.75 x 164, left eye pre-op 20/20 -4.75 x -1.25 x 4.